Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had undefined resistance along with oversensing and no capture. The lead was reprogrammed and remains implanted. No patient complications have been reported as a result of this event.